Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definite root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope, which is an olympus asset with separate case. During the evaluation of the device, the service repair technician indicated foreign material in air water channel and foreign object in air water piston cage. There was no patient involvement.